Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shock due to chest trauma when patient was pushing his truck but did not result to therapy exhaustion. The crt-d and rv lead likewise exhibited noise due to oversensing and pacing inhibition that resulted to asystole greater than 2 seconds. The system was explanted and replaced with a competitor's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory , a thorough evaluation of the lead was performed. Visual inspection revealed a set screw mark on the terminal pin. The stylet returned was stuck in the lead due to blood/body fluid and was also bent in a few places. There were several cuts noted in the lead insulation through to both lumens and several cuts in the suture sleeve. The helix was partially extended and entwined tissue was noted. Stylet insertion was not performed. The lead passed the continuity test with manipulation as well as the hipot test which is used to assess the integrity of the insulation between the lead's conductor. No anomalies noted on x-ray. The allegation against the lead could not be confirmed by analysis.